Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: received a call from implanting physician approximately 2 hrs post tavr procedure that the patients leg was ""cold"". I was not present at the time, but was informed he went back in and did a contralateral access then picture of the right femoral artery. I assume it was occluded. The ic apparently ballooned the vessel at access site and a dissection was noted. Patient transferred to the operating room for an unknown vascular repair.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 18f manta was deployed for closure in the right common femoral artery. Two hours post deployment, the patient presented back in the cath lab with a cold right leg. Contralateral imaging reveled a femoral dissection from the access site area down to the bifurcation. A wire was inserted to apply balloon pressure to the dissected area for three minutes and restored flow. The patient was then transferred to the or for vascular repair of the dissection. The vascular surgeon noted the manta device was well positioned with perfect opposition of the anchor and collagen to the vessel and could not exactly define what caused the dissection. Dissections are a common large bore procedural complication. Therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. Trauma such as ischemia of the leg, dissections, vessel lacerations, and other access site complications leading to localized surgical repair related to the deployment are known adverse events associated to manta deployment as indicated in the IFU.